Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had pre-syncope and tachycardia symptoms. The right ventricular (rv) lead had a polarity switch with oversensing of t-waves and noise. Also, there were pacing pauses due to the oversensing. A chest x-ray showed the lead had not moved, but had very little slack. The mode was reprogrammed to door and the rv lead remains in use. No further patient complications have been reported as a result of this event.